Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was off as exposed to water as dropped in toilet. Customer also got button error. Customer was not able perform self test as insulin pump was off. Customer¿s blood glucose was 217mg/dl. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The device passed displacement test, self test, off no power test and all operating currents tested within the specification range. The device was monitored and tested with no blank display noted. The device was received with moisture damage on electronics and motor assembly noted.